Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported the pump is giving off no power alarm. The customer¿s blood glucose level was 100 mg/dl at the time of the incident. In the days prior to the event, the pump gave low battery alarm and no power alarm. The customer was assisted with troubleshooting and the and the customer reported the pump is working normally. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.